Event description:
It was reported that a patient underwent an atrial fibrillation ablation with laao (left atrial appendage occlusion with watchmen) with a qdot micro¿ catheter and 8.5 fr varipulse catheter and the patient experienced a stroke. After removing the varipulse catheter from the patient, char was present all over the electrodes on the tip of the varipulse catheter. There were no abnormal readings or error messages displayed on the trupulse during the procedure. The comment from the physicians was that it seems to be ¿coagulating around the crimp of the electrodes¿. Originally no injury or consequence to the patient was noted and the procedure continued. It was then reported that the patient suffered a tia (transient ischemic attack) a few hours after the procedure. The patient suffered 20 minutes of vision loss. Vision was restored after said 20 minutes, and no further issues were found and the patient was reported to have been recovering well. However, the patient developed confusion over weekend and needed MRI which showed multiple shower like embolic events. Act (activated clotting time) was approximately 370 s for the procedure. It was also reported that there was "no training code for tpi calibration for the varipulse¿ catheter, on the carto¿ 3 system." The physician declined any troubleshooting during the procedure. The procedure continued without utilizing tpi calibration. Additionally, it was reported that during the procedure, the carto¿ 3 system software application was intermittently lagging. No active troubleshooting was performed during the procedure. The procedure continued with the issue persisting. It was also reported that the surpoint epu device stopped being recognized on the carto¿ 3 system at some in the procedure, and the surpoint epu icon became grayed out. This occurred after rf (radiofrequency) had been completed in the procedure. No active troubleshooting was performed during the procedure. The procedure continued with the issue persisting. Pfa (pulse field ablation) application quantity was 66. Pfa ablation locations included pvi+ (pulmonary vein isolation). Rf for cti (cavotricuspid isthmus). Patient presented in afl (atrial flutter). No cardioversion was done. There was a paced rhythm for pfa in the left atrium. Pre thrombus assessment was performed on the patient, no thrombus seen. Patient reports they took their noacs (novel oral anticoagulants) per prescription. When the MRI (magnetic resonance imaging) was performed, MRI showed extensive showering throughout both hemispheres of brain. The physician stated that the patient self-reports they fully recovered. Of note, the patient's family say they notice a few differences in their own perceptions of some subtle changes in the way the patient says words and in his vision. Furthermore, seeing as the medical team noted a loss of surpoint values after rf delivery, the qdot micro was most likely used cti rf ablation at the beginning of the case. This report is for the qdot micro catheter. (A separate report has already been submitted for the varipulse).

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number 31469036l, and no internal actions related to the reported complaint were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).